Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, states, ¿improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6), 2015. During the procedure, the acetabular cup and liner were implanted but removed as the surgeon did not like the fit. Another cup was implanted. A liner was attempted four times but would not lock into the cup. Another liner was utilized to complete the procedure.